Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reporte d that the bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: "the needle didn't retract.¿

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one partially retracted unit without its packaging. In addition, four photographs were received which displayed similarities to that of the returned unit. Upon inspection of the unit and photos damage to the grip and barrel were observed at the bottom of the partially retracted needle hub. Contact between the flash chamber (hub) and damaged grip can be observed which would have prevented needle retraction. The damage observed on the grip is most likely from the probe used to place the hub inside the unit. The reported issue is confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect. A characteristically damaged grip (that prevented full retraction) was linked to the damage by a probe during the load hub stage of manufacturing. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Event description:
It was reporte d that the bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: "the needle didn't retract.¿